Event description:
It was reported that after implant, the patient was being monitored on hospital telemetry when a dropped ventricular beat was noted. This occurred multiple times over the next few days. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).